Event description:
Pt requested ray amputation due to persistent pain and stiffness following an extensive history of treatment for an april 2001 trauma that included: an extensive post-trauma infection (strep cellulitis) that required 2 surgical debridements; 2 immobilization attempts made in july 2001 and january 2002; and an mcp total joint implant that was implanted in 2002 and then replaced in 2003 with a 2nd mcp total joint implant.